Manufacturer narrative:
Investigation summary: 3 photos were returned for investigation. The 1st and 2nd photos show the cannula was broken with approximately half of the cannula in the catheter and the other half detached from the needle cap. The needle cap appeared to have been manually re-assembled back to the cannula hub as the tether foil has been twisted and needle cap attached in the wrong orientation. As it is not possible to assemble the product in such a manner and it is not the reported nonconformance of this complaint, it will not be in the scope of this complaint investigation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: the complaint is confirmed and product is out of specification. Root cause description: 3 photos were returned for investigation. The possible area that could cause a broken cannula could be from the assembly process, cannula manufacturing process or product application. Assembly process: the assembly process has been reviewed. Cannula will be singulated and be dispensed one at a time onto a fixture for the gripper to pick up and press fit into the needle hub assembly in the horizontal direction. The needle hub and cannula assembly will then be orientated to vertical position for cannula lubrication dip process (no machine contact with cannula during lubrication). After cannula lubrication process, the gripper will grip the needle hub and transfer the part to the main table and be assembled with cannula hub (no machine contact with cannula during transfer). The cannula would then be inserted to the correct position from the cannula end and be subjected to 100% lie distance vision check. There is no direct contact to the broken area of the cannula. The assembly of other components would then be assembled but there is no machine contact to the cannula for the subsequent stations. Therefore, assembly process is not the probable root cause. Cannula manufacturing process: there could be damage on the cannula which cause a weak point on the cannula. This eventually snapped during the assembly process but is not detected as the cannula still get inserted to the correct position and passed the lie distance check. However, as it is not possible to perform further investigation based on the photos return, the probable root cause remains only a hypothesis. The actual sample would be required for investigation to confirm the actual root cause. Product application: the other probable cause would be manipulation of product prior to use. However, as the sample was not returned, no further investigation could be performed. The actual sample would be required for investigation to confirm the actual root cause. Complaint will be reopened when sample is returned. Rationale: the root cause cannot be determined. Complaint trend would be monitored.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter needle was found broken inside the white plastic protection before use. The following information was provided by the initial reporter: "before the insertion, they tried to take the needle back, and then they realized that the needle/stiletto was broken inside the white plastic/(the protection) please see pictures. Unfortunately they did not save the product- they destroyed it."